Event description:
It was reported the gastrointestinal videoscope had tissue come out of the tip of scope. They were able to retrieve it with a forceps. The issue occurred during an upper endoscopy procedure. The diagnostic procedure was completed with a similar device and there were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h4, h6 and concomitant product information. Corrected fields: d8, d9, e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, it is likely that residues in patient¿s body were suctioned and remained in biopsy channel during examination. Subsequently, the residues were discharged into patient¿s body when forceps being passed through. However, is not possible to specify the cause of the event. Olympus will continue to monitor field performance for this device.